Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. The reported event could not be confirmed due to lack of evidence provided by the site. Of note, a driveline sheath repair procedure was not performed since the patient underwent pump exchange later. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. An internal investigation has been opened to address this issue. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was damage to the outer sheath layer of the driveline extending from the strain relief at the connector through the majority of the driveline length exposed outside of the patient's body. There was an extensive amount of rescue tape wrapped around the driveline. A driveline sheath repair was planned and the device remains in use. No patient complications have been reported as a result of this event.